Event description:
A country manager in the (B)(6) was contacted by a vns programming nurse and it was reported that her handheld will no longer charge up or hold any charge. Reported it will no longer switch on either, the light does not come on at all. The handheld was returned for analysis and completion is pending.

Event description:
An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specification. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was received without an ac adapter and serial cable. The products were discarded.

Manufacturer narrative:
Device failure suspected against the serial adapter cable not returned for analysis.